Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device history record: manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 16 july 2014. Release to warehouse (B)(4): 21 july 2014. No nonconformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): additional medical intervention was required; a vascular surgeon was required to repair the vessel. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a closed reduction intramedullary nailing surgery of a fractured humerus on (B)(6) 2017 the surgeon violated the brachial artery while using a drill/reamer from a synthes set. Upon distal locking of the nail, the surgeon damaged the artery with a 2.9mm/5.0mm drill-reamer for use with the 4.0mm angular stable locking screw system. Patient was experiencing a large quantity of blood loss. The surgeon was able to temporarily control blood loss with surgical instrumentation from the hospital instrument tray. Additional medical intervention was required; a vascular surgeon was required to repair the vessel. The surgeon completed the im nailing procedure prior to the repair of the blood vessel. The procedure was completed successfully. No surgical delay was reported. Patient status is stable. Concomitant devices: nail, unknown part/unknown lot, qty 1. This is report 1 of 1 for (B)(4).